Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. On an unreported date, approximately one week prior to the receipt of this report, the patient experienced cloudy pd effluent, abdominal pain, and fever, which was suspected to be manifestations of peritonitis. On an unreported date, the patient began treatment with unknown medication for the events. The patient was not hospitalized for event. The outcome for the events and the action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.